Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported surgeon was conducting an arthroscopic rotator cuff repair on a 64 year-old female patient at an asc. After performing a diagnostic scope of the articular joint and subacromial spaces, he determined that there was a full-thickness tear of the supraspinatus tendon. He performed a bursectomy and subacromial decompression, then partially decorticated the humeral head to prepare the anchor site. The surgical tech loaded an express sew iii (ex3) needle into the ex3 suture passer instrument, then loaded one strand of #2 orthocord into the mandibular jaw of the device in accordance with established instructions for use (IFU¿s). The surgeon inserted the ex3 into the subacromial space, opened the ex3 jaw, and closed in onto the tissue. He pulled the forward trigger to advance the needle, but the needle did not advance. I asked him to remove the ex3, which he did. I asked the surgical tech to reload the suture. After accomplishing this, I asked the surgeon to pull the forward trigger to advance the needle while we had the ex3 outside the joint space (it was not inside the patient¿s shoulder at this time). As he pulled the trigger, I observed the distal (butt) end of the needle slide out of its chamber in the device, and immediately determined that the needle was bent/faulty. Instead of bending the needle back into proper shape, I asked the surgical tech to remove the needle from the ex3 and discard it since I did not want to risk bending the needle improperly. We opened another ex3 needle from the same box with the same lot number. The surgical tech inserted the new needle into the ex3 device, and loaded another #2 orthocord suture onto the device. The surgeon test fired the needle trigger, and this particular needle worked flawlessly. After passing one strand of #2 orthocord suture in an inverted mattress configuration, the surgeon implanted a versalok anchor without incident. The surgeon then passed another #2 orthocord through the tissue and implanted a second versalok anchor. As he was removing the anchor inserter (by turning it in a counter-clockwise direction), the entire anchor came out of its hole. The surgeon used arthroscopic scissors to cut the suture limbs from the tissue and removed the faulty anchor (¿anchor #2¿). He asked the circulator to open another versalok anchor. He passed another strand of #2 orthocord like the previous strands, loaded the versalok anchor (¿anchor #3¿), and implanted it into the humeral head at a different hole location from anchor #2. After deploying the anchor, he turned the inserter shaft in a counter-clockwise direction to remove it from the anchor body. The exact same thing happened to anchor #3 as did anchor #2. He used arthroscopic scissors to cut the suture strands from the tissue, and removed the anchor from the joint space. At this time, he determined that the bone quality was too soft for the versalok anchor and asked for a different option. He passed two simple stitches; he then loaded these suture limbs into a new healix advance knotless (hak) peek anchor. He successfully implanted the hak without any issues. It held tight inside the anchor hole he created with the appropriate awl. He finished the case by cutting the excess suture from the hak¿s distal end, and closed the wound. At no time was the patient¿s health at risk. Two versalok anchors were removed from the patient. One versalok anchor and one hak remained in the patient¿s humeral head, and provided the tissue-to-bone fixation. Procedure was extended by 30 minutes. Please see also medwatch reports 1221934-2018-51037.